Event description:
It was reported that the patient's health care provider (hcp) checked her device and told her that "one of the leads was not working." This was a couple weeks ago. The hcp reportedly "switched to the one working lead and it worked for a while but was not working" at the time of the report. The patient's programmer would read the device but she could not increase or decrease amplitude. The patient needed to find a new hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3093-28, lot# v487156, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).